Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. The device passed all functional tests. DHR review was done, no issues related to the original complaint were found.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. When the sample was inflated with air, the cuff only inflated one side. The pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the time the cuff inflated completely. No root cause could be determinate since the samples successfully passed cuff symmetry test. No corrective actions were taken since the complaint was not confirmed.

Manufacturer narrative:
One tracheostomy tube was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that in regards to a tracheostomy tube, only half the cuff was inflating. There was no patient injury reported.